Event description:
In 2007, the patient's nurse called for assistance with changing the patient's basal rates. She stated that the patient was in the intensive care unit due to an accident because he "bottomed out." The patient stated "I may have overshot myself because the accident happened right after breakfast. I don't believe the pump malfunctioned." Upon follow up on two days later, the patient's wife stated that while driving the patient ran off of the road down an embankment. An ambulance was called and the emt measured the patient's blood glucose as 40 mg/dl. The patient was still in the hospital with a concussion and was on insulin injections. The following day, the patient reported that his blood glucose measured 65 mg/dl before he left his house the day of the accident, and he drank a soda to elevate his blood glucose. Approximately 3 hours later he had a bowl of cereal and coffee for breakfast and he bolused 5 units of insulin. He stated that he boluses 1 unit of insulin per 12 carbohydrates consumed. He stated that he then "blacked out" while driving. He was unsure of what he was given by the emt to elevate his blood glucose. He stated that he keeps his blood glucose at 100-200 mg/dl. Product was replaced and requested to be returned for evaluation.